Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('skin rash') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the rash had resolved. The reporter considered rash to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: rash. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('skin rash') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("rheumatoid arthritis") and systemic lupus erythematosus ("lupus"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the rash had resolved and the rheumatoid arthritis and systemic lupus erythematosus outcome was unknown. The reporter considered rash, rheumatoid arthritis and systemic lupus erythematosus to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event rheumatoid arthritis and lupus was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.